Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead revision, the lead was capped due to lead fracture. A new lead was implanted. The patient was stable. Lead issues were previously reported in MDR reference number: 2017865-2015-02746.